Manufacturer narrative:
This supplemental report is being submitted to provide customer reported cleaning methods, additional information, and the legal manufacturer's final investigation. H4 and h6 have been updated. E2 and e3 have been corrected. And g3 of the initial medwatch should be 12 jan, 2024 instead of 09 jan, 2024 as initially reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope window washer did not work and did not retroflex. The issue occurred during reprocessing and preparation for use. There were no reports of patient harm. Additionally, it was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunctions reported in section b5: the following findings were discovered; the plastic distal end cover insulation was cracked, the plastic distal end cover was cracked through the red arrow indicator, the bending section cover adhesive was cracked, the bending section cover adhesive was discolored, the objective lens had peeled cement, the light guide lens had peeled cement, there was an image halo due to the objective lens adhesive, the air/water supply flow was low, and the control knob play in the up/down and right/left direction was out of specification. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.